Manufacturer narrative:
Part number # 118-70 is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed "when the pt was in ICU after the operation, he suffered from a bronchospasm; extubation of pt; regularization of pt ventilation; the tube seem to have developed a hernia." The tube was replaced and pt return to good condition.